Event description:
Approximately 2 years and 1 month after the implantation, the patient dropped her controller and started to experience electrical fault alarms. Log files were reviewed and showed that the pump was running on a single stator mode. A heartware field service engineer performed a pump driveline splice repair. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for analysis because it remains implanted and is not available for evaluation. Log files for the event date were not provided for analysis. The reported event, driveline wire damage, was confirmed visually in the field by the heartware clinical engineer who performed the servicing procedure. After the driveline splice procedure was performed, the power and flow returned to normal and the patient is reported to be doing fine. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient and therefore is not available for return to heartware. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.